Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging knot on back of the neck, tongue is red/burnt, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging knot on back of the neck, tongue is red/burnt, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and unknown dust/dirt contamiantion.during internal investigation the manufacturer observed evidence of unknown liquid ingres and an unknown dust contaminant on the blower and blower housing likely source external to the device also observed slight discoloration of ui panel and minor dust/dirt contamination on the blower impeller. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one instance of reboot error (err_null_ptr) found. The manufacturer concludes that they could not confirm the customer's allegation and the manufacturer observed dust/dirt contamination in the airpath,likely from a source external to the device and there is no evidence of degraded sound abatement foam.